Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had prime anomaly and no delivery alarm. Customer's blood glucose level was 131 mg/dl. Customer states they are stuck in rewind complete or bolus delivery loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer was just go back to manual syringe. The insulin pump will not be returned for analysis.